Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update field: b5, d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is chipped, component failure of the light guide bundle a definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited image issue (image turns pink, noise appears). The issue occurred when therapeutic partial resection of the right thoracic lung was performed, and the intended procedure was finished with a similar device. There were no reports of patient harm.